Manufacturer narrative:
The main component of the system. Other relevant devices are: etlw1610c156ej; s/n: (B)(4); use by date: 2019-10-05; upn (B)(4). Etlw1610c156ej; s/n: (B)(4); use by date: 2019-10-11; upn (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 50 mm abdominal aortic aneurysm. It was reported that during hospitalisation the patient complained of a pain in the leg and CT scan revealed that a kink in the main body stent graft had led to an occlusion between the kinked site and into both limbs. On the same night a thrombectomy was performed and a bare stent (another manufacturers) was implanted between the main body to the distal limbs on both side via double-barrelled technique. The maintained blood flow in the lower legs and the procedure was completed. As per the physician, the cause of the event was anatomy related due to the extreme tortuosity of the proximal neck. No additional clinical sequelae were reported and the patient will be monitored by their physician.